Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised due to femoral stem loosening. The accolade ii stem and lfit v40 femoral head were revised to a restoration modular stem construct with a ceramic head. Rep confirmed that there are no allegations against the head. The liner was not revised. The explants are allegedly available for return. Rep provided an explant picture and reported that no further information will be available.